Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. During a routine follow up the battery showed 1% remaining. The device remains implanted. No adverse patient effects were reported.